Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via common femoral artery using a 6f 45cm non-bsc sheath. The chronic total occlusion (cto) target lesion was located in the severely calcified and moderately tortuous superficial femoral artery. After four non-bsc guide wires crossed the lesion, a 2mmx20mmx 142cm coyote es balloon catheter was advanced however, it could not go further than the proximal part of the lesion and the balloon was inflated. On the first inflation at 14 atmospheres, the balloon ruptured. The device was removed intact. The lesion was dilated using a 1.5mmx3mm coyote es balloon catheter and another bigger sized balloon catheter. The procedure was completed with stent implantation using 7mm×6cm and 6mm×15cm non-bsc stents. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).